Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was not working properly while tracking instruments. The site tried twice to register, and then during the case it stopped recognizing the instruments. The site stated that for ¿seeing¿ the instruments, it would be green for a very short period of time but then it¿ll go back to red and won¿t go back to green. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received. It was reported that the sensors were cleaned with sterile water and the spheres were swapped without resolution. The surgeon opted to complete the procedure without the use of the navigation system.